Event description:
Healthcare professional reported a xen®45 gts "would not advance and got stuck" during implantation in unknown eye. Surgery was completed with backup device.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob, which meets the expected result. All expected results were met. Slider resistance is not verified since during the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "would not advance and got stuck" during implantation in unknown eye. Surgery was completed with backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional information reported affected eye is left. There is no eye injury.